Event description:
The radio opaque tip (including the crown) of the diamond back 360 catheter, separated from the remainder of the catheter , and was stuck in the mid left coronary artery on the viper wire. Tip was successfully removed.